Event description:
Pacing wire was inserted into the pt. Pt was subsequently transferred to another hosp. While at this hosp it was noticed that a break had occurred in the wire's insulation. The physician was notified and elected on 9/1/93 to remove the wire.